Event description:
It was reported that the procedure was to treat a lesion located in the right superficial femoral artery that was heavily calcified. Reportedly, there was resistance during advancement and the ht command 18 st 10cm guide wire failed to cross. There was also resistance during removal of the guide wire, and the tip came off outside the patient. Another ht command 18 st 10cm guide wire was advanced with resistance, but was successful in reaching the target lesion. During removal of the second guide wire, with resistance, the tip came off the inside the patient, but was successfully snared with nothing left in the patient. There was no adverse patient sequela or clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional ht command guide wire referenced is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. Visual and dimensional inspections were performed on 3 unused/sterile devices returned from the same part/lot number. The inspection found no anomalies or indication of a product quality issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.